Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (black spot) in the tubing of a minicap transfer set. This was observed before use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to f10/h6: component codes (replace g04034 with g04134). H10: one (1) actual sample was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. There were no evidence of black particulate matter on the silicone tubing. The particulate matter was not verified during return of the actual sample; however, was verified during photo inspection. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a black and round particulate matter was observed on the silicone tubing of the set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.